Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination it was found that the pump was dimpled when pressed. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually and microscopically tested with no damage noted. The pump passed the leakage testing. The pump did not pass the activation testing. The reservoir was visually and microscopically inspected; wear at a fold in reservoir shell was noted. The reservoir passed the leakage testing. Both cylinders had a pinhole with a leak in the proximal end of the cylinder from sharp instrument damage. The rear tip extenders (rte) were returned and passed visual inspection.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination it was found that the pump was dimpled when pressed. The device was explanted and replaced. No patient complications were reported.